Manufacturer narrative:
(B)(4).

Event description:
It is reported that during use of a rsint27522x resolute integrity stent that it dislodged during delivery to the lesion. The device was removed from packaging per IFU and inspected with no issues noted. The intended lesion was situated in the proximal diagonal branch of the lad. The lesion exhibited severe calcification, severe tortuosity and 80% stenosis. It was reported that excessive force was used during delivery. It is reported that an attempt was made to remove the stent from the left main (lm) coronary artery and it was crushed with balloon dilatation in the right radial artery; it is indicated that the removal difficulties were due to patient morphology. An attempt was made to retrieve the stent from the radial artery, but was unsuccessful. The lesion was then dilated with nc balloons and a guide liner catheter was used and a new stent deployed. No additional patient sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.